Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified flash memory post error. During the functional testing the reported issue was able to be duplicated. The main board did not operate as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board. Performed preventative maintenance and all the functional testing.

Event description:
It was reported that the pump exhibited a flash memory failure/main board replacement alarm. No patient injury was reported.